Manufacturer narrative:
Tech found the brake caster wheels cracked and chipped. The tech replaced the brake caster wheels and adjusted the brake/steer to resolve the issue.

Event description:
Account alleged that the brakes were not working properly. Brakes would set but the casters would still roll. No injuries reported.